Event description:
A nurse (rn) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The rn stated there was a line caught in the door. The technical service representative advised the rn to push down on lines by the door. The rn confirmed the lines moved and fill 1 resumed. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed because a sample was not available for evaluation. The lot number was not provided; therefore, a batch review cannot be conducted. The cause of the alarm was a line being caught in the homechoice door. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.